Event description:
It was reported that the pulse generator was explanted due to battery depletion. The explanted generator was returned to manufacturer for analysis. Analysis confirmed, the end of service condition which was an expected event, based on the battery life estimation, the open-can battery voltage measurement, the bench analysis, and the electrical test results. During the open-can analysis, the supply current pulsing was over the limit during the electrical testing. Further analysis identified that the cause of the over the limit supply current pulsing was due to an out of specification a4 (amplifier) component. The out of limit supply current pulsing could potentially be a contributory factor to the end of service condition, however, results of the battery longevity estimation confirm that the end of service condition was an expected event.